Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a tumorectomy, the passive planar probe tip was noted to be bent. It was noted that the instrument passed verification and was used in the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.